Event description:
Complainant had a total knee replacement and was issued a walker when they left the hosp. Their fingers were smashed and pinched closing the walker. Complainant is also concerned that loose clothing could get caught and cause a fall. The product is made in china and the plastic parts may be sublimating as there is an odor of monomers. The construction is flimsy and would not support anyone with a body mass greater than 200 pounds.